Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis (no treatment) was due to procedural circumstances (clip implant impacting patient pathology/morphology). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to mitral stenosis. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe functional mitral regurgitation (mr) with mitral annular calcification and leaflet tethering. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2021, mitral valve stenosis was diagnosed. There was no device malfunction, no treatment, and the event did not require hospitalization. No additional information was provided regarding this issue.